Manufacturer narrative:
Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 9) occurred. Reportedly, the customer had filled the cartridge with an unspecified amount of insulin. In addition, the customer had reused the cartridge and was notified by tandem technical that reusing cartridges was considered off-label. Reportedly, a new cartridge was loaded to address the event. Customer's blood glucose (bg) level was above 600 mg/dl. The cause of high bg was a result of the reported issue. A manual injection was administered to address the high bg.